Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The pt complained of joint instability and experienced dislocation. The insert and femoral head were revised.